Event description:
Symbiq pump (B)(4) was being used when it malfunctioned with a 15 minute accumulated air in line alarm. The pump was infusing vancomycin at a rate of 200 ml/hr and the volume to be infused (vtbi) was set at 48ml. The nurse started the infusion and a short while later she noticed air bubbles in the line set below the cassette. When the pump arrived in the biomed shop, we were able to duplicate the air bubbles and determined that air was entering the line set from the cassette. The cassette has a hole in it allowing air to be pumped into the line set. The pump passed all performance verification testing (pvt) tests.